Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. The device administered bursts of anti-tachycardia pacing (atp) and shocks, which were attributed to episodes of atrial tachycardia. One shock resulted in the onset of atrial fibrillation. Technical services (ts) reviewed the event details and recommended medication adjustments as well as a potential device upgrade. The ICD remains in service, and no further adverse effects on the patient have been reported.